Manufacturer narrative:
The reported event was the lead couldn't be fixed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies to the lead body. All tines were found intact and undamaged.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead could not be implanted. The ra lead was removed and replaced. The patient was in stable condition.